Event description:
The customer reported that while the unit was in use on a patient, the unit displayed a "low vacuum" message on screen. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative found that the compressor could not produce sufficient vacuum. He tightened the bolts of the compressor heads. The unit was tested to factory specification. It functioned normally and was returned to the customer.